Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the length and the distal end of the ring electrode was found to be out of specification. This length was measured by placing the ruler over the sterile tray. It was confirmed that the length between the tip electrode and the distal end of the ring electrode was 17 mm. The length of this part is specified as 15 mm on the package box this lead and its approved specification is 15mm +/- 1mm.

Event description:
Reportedly the length and the distal end of the ring electrode was found to be out of specification. This length was measured by placing the ruler over the sterile tray. It was confirmed that the length between the tip electrode and the distal end of the ring electrode was 17 mm. The length of this part is specified as 15 mm on the package box this lead and its approved specification is 15mm +/- 1mm.